Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02600. It was reported the patient experienced abdominal stimulation from both of his leads. Reprogramming was possible using one of the leads but the patient stated his stimulation was not as effective. Diagnostic tests revealed no anomalies. Surgical intervention is not an option at this time due to the patient's financial constraints. No further information is available at this time.